Manufacturer narrative:
The device was explanted and thrown out by the hospital and there was warranty questions. The leads were surgically abandoned. Also reported was that this device had delivered an appropriate shock but had shorted out.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected an out-of-range shock impedance. Upon further investigation, there was inquiry as to the date of the detected. One episode, three days prior to the detection, noted a 31 joule shock with an impedance of 58 ohms. It was then noted that five days prior to the detection there was an episode in which a shock was delivered and converted the patient but that impedance was < 20 ohms. Technical services advised further evaluating the patient. A save to disk and memory dump was also to be performed and sent for further analysis. It was unknown as to the reason of the discrepancy in detection dates.

Manufacturer narrative:
Resolution was further requested. Information suggests this device and lead remain in-service. Should additional information become available, this event will be updated.